Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified a worn ise tubing and debris in the ise block. Fse replaced the ise tubing and cleaned the ise block to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining negative anion gaps for ise patient results including sodium (na), potassium (k) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. The patient results were reported out of the laboratory. Upon review, the customer repeated the patient samples and amended the original low results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics or patient data.